Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/14/2025, a sales representative reported via email an issue involving the ar-3636h self-bunching 1.8 knotless hip fibertak soft anchor. During the conversion of the knotless mechanism, the suture broke. The anchor had been inserted using a standard technique with the curved drill guide and a 1.9 mm fluted drill. The repair suture was passed through the labrum using a hip scorpion. Although the exact point of breakage could not be pinpointed, the representative noted that the failure consistently occurs near the purple mark on the suture. The issue was discovered during a hip labral repair procedure performed on (B)(6) 2025. The case was completed successfully, and no suture breakage occurred inside the patient. No patient harm has been reported. Additional information was received on 07/18/2025: on (B)(6) 2025, during a hip labral repair procedure, three ar-3636h self-bunching 1.8 knotless hip fibertak soft anchors failed consecutively during use. In response, a replacement ar-3636h from a different lot number was retrieved from another facility and successfully utilized to complete the case. The repeated anchor failures caused a surgical delay of 20 to 25 minutes. It remains unclear whether additional anesthesia was administered as a result. The patient¿s bone quality was normal, and no adverse effects were reported during or following the procedure.